Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: guide wire tip remains in pt anatomy. Device issue: guide wire separation. It was reported that during a procedure involving a chronic total occlusion (cto), the tip of the bmw guide wire sheared off in the right artery (very distally). The guide wire tip was unable to be retrieved, but the rest of the guide wire was removed and returned for analysis. The vessel was too narrow to be stented, so the physician was not able to stent the tip against the vessel wall. Reportedly, there were no adverse pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the polymer coating and coils. There was corrosion present on the center solder. There were offset tip coils distal to the center solder for a length of 5mm. The tip coils, core, shaping ribbon, and tip ball were detached 1 cm distal to the center solder and not returned. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned bmw guide wire. It was reported that during a chronic total occlusion (cto) procedure the tip of a bmw guide wire sheared off in the right coronary artery (very distally). Analysis of the guide wire showed there were offset tip coils distal to the center solder for a length of 5 mm. Scanning electron microscopy (sem) analysis of the guide wire showed the shaping ribbon failed due to torsional overload, and the core failed due to both torsional and ductile overload. It appears the guide wire was under multiple types of stresses while used in the procedure. Though not reported, the offset coils suggest the guide wire was pushed against resistance. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquiring and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the guide wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition, can cause coil overlap. At this point, the tip may have become trapped within the anatomy or lesion. The failure of the shaping ribbon and core suggests that the guide wire may have been manipulated forward and back, and torqued in an effort to free the trapped tip. If the guide wire was moved forward and back, the tip may have bent and further movement would have caused the ductile overload at that bend. The twisting of the shaping ribbon and found in the sem further supports the suggestion that the moving (torquing) of the guide wire while the tip was trapped caused the failure. Though a conclusive root cause cannot be determined, the issue appears to be related to circumstances during the procedure and not a quality related issue with the guide wire. The corrosion found on the guide wire during analysis of from conditions of transit and not part of the original product experience. The lot history record for this product and a query of the similar occurrences was not reviewed because the product part and lot numbers were not reported. The reported incident circumstances will be monitored. Manufacturing inspects 100% of the guide wire tips after they are loaded into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. In addition quality control performs on line reliability testing and verifies product quality. This MDR is considered closed by the product performance group.